Event description:
It was reported that the patient¿s pump medication ran out in 2010 and the patient had symptoms like convulsions where they eyes were jumping and would flutter. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, cause of the event, resolution, medications delivered, and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l73611, implanted: (B)(6) 1999, product type catheter. (B)(4).